Event description:
It was reported that non-sustained tachycardia episodes were noted with nonphysiological noise on the electrogram. It was further noted that right ventricular lead impedances were trending downwards, and a lead integrity alert was triggered. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance/resistance decrease was noted as the weekly pace lead impedance trend data shows an impedance decrease for min and max rv pace from 336 to 292 ohms range between (B)(6) 2012. Interference/noise was noted as ventricular short interval count was 16.6 counts avg/day, in 32.95 days, between (B)(6) 2012 14:59:05 and 13:53:56. Oversensing was noted as two ventricular non sustained tachycardia episodes at 160 ms occurred on (B)(6) 2012 13:31:58 and 15:28:57. One lead integrity alert was triggered as programmer data shows one lead integrity alert occurred on (B)(6) 2012 15:28:58.